Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was not taking the graft smoothly. No harm, damage to graft, delay, or additional graft being taken were reported as a result of this event. No adverse events were reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d8, d9, g3, g6, h2, h3, h6, h10. Review of the most recent repair record determined the device was not operating smoothly; the motor speeds were low and inconstant and the width plates were damaged. The motor, reciprocating arm, hinge gasket, 3¿ and 4¿ width plates, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.